Manufacturer narrative:
On 3/3/2021, it was reported to mentor that the date of removal was (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/19/2021, mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the gel mod-rnd 300cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient experienced capsular contracture baker grade I bilaterally. The replacement devices were mentor memorygel breast implant 300cc. The patient participated in adjunct study patient study. The capsular contracture code was removed from the right side and anisomastia patient code was added to proper code the event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 300cc and suffered from a right side rupture and capsular contracture and chest injury on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left side.